Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has been receiving no delivery alarms. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer removed the infusion set and the cannula is not bent. Customer will change the infusion set and reservoir. Customer declined to troubleshoot for high blood glucose. Blood glucose value is 314 mg/dl. Nothing further reported.